Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces. External insulation abrasion was observed at 5.1 cm to 5.4 cm from the distal tip. The abrasion was consistent with friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.